Event description:
It was further reported that coumadin was held due to an international normalized ratio (inr) of 7.05 upon admission and the patient denied any overt bleeding.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the medical intervention that was provided. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. The product event summary was updated as follows. Product event summary: the ventricular assist device (vad) hw40792 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced left ocular subconjunctival hemorrhage and had supratherapeutic international normalized ratio (inr) and received medical intervention. Later, it was reported that coumadin was held and patient denied any over bleeding. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced non-device related dehydration and dizziness upon standing due to suspected intravascular volume depletion which resulted in the ventricular assist device (vad) exhibiting multiple suction events and an alarm in the setting of dehydration. The patient's diuretic medication was discontinued, and the ventricular assist device (vad) speed was decreased with improvement and remains in use.

Manufacturer narrative:
A supplemental report is being submitted for correction. Correction: -b2. Outcome attributed to adverse event: corrected to check off "life threatening" -b5 desc evt problem: corrected to include additional signs and symptoms of the patient and vad alarms exhibited -h6 patient codes (ime/annex e): corrected to include e0112 and e1201 -h6 device codes (fdd/annex a): corrected to include a141302 -h6 img (annex g) component: corrected to include g04105 this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw40792 was not returned for evaluation. The reported suction event could not be confirmed via review of log files since log files covering the reported event date were not provided for analysis. Information received from the site revealed that the patient experienced left ocular subconjunctival hemorrhage and had supratherapeutic international normalized ratio (inr) and received medical intervention. Later, it was reported that coumadin was held and patient denied any over bleeding. It was further reported that the patient experienced non-device related dehydration and dizziness upon standing due to suspected intravascular volume depletion which resulted in the ventricular assist device (vad) exhibiting multiple suction events and an alarm in the setting of dehydration. The patient's diuretic medication was discontinued, and the ventricular assist device (vad) speed was decreased with improvement and remains in use. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: -b1 adverse event or product: corrected from adverse event to adverse event & product problem -b5 desc evt problem: corrected to include hospitalization, low flows and intervention. -b6 relevant history: corrected to include "ischemic cardiomyopathy" -h6 device codes (fdd/annex a): corrected to include code a1412 -h10 addt manufacturer for MDR: corrected to include all the information in the product event summary product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow and suction events could not be confirmed via review of the controller log files since log files were not available for analysis. Information received from the site indicated that, in addition to the low flows and suctions, the patient experienced left ocular subconjunctival hemorrhage and had supratherapeutic international normalized ratio (inr) and received medical intervention. Later, it was reported that coumadin was held and patient denied any over bleeding. It was further reported that the patient experienced non-device related dehydration and dizziness upon standing due to suspected intravascular volume depletion which resulted in the ventricular assist device (vad) exhibiting multiple suction events and an alarm in the setting of dehydration. The patient's diuretic medication was discontinued, and the ventricular assist device (vad) speed was decreased with improvement and remains in use. It was further reported that the patient was admitted to the hospital for three days after low flows were exhibited on the ventricular assist device (vad). The patient was found to be dehydrated and given intravenous (IV) fluids with no more issues and was discharged. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the hospital for three days after low flows were exhibited on the ventricular assist device (vad). The patient was found to be dehydrated and given intravenous (IV) fluids with no more issues and was discharged.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the destination therapy post approval study/apogee. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced left ocular subconjunctival hemorrhage and it was noted that the patient had a supratherapeutic international normalized ratio (inr). Medical intervention was provided. The ventricular assist device (vad) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.